Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is the cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The event can be detected/prevented by following the instructions for use which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use mechanical lithotriptor tip had a cracked, just before the customer attempted the pass the guidewire through the tip. The issue occurred during and endoscopic retrograde cholangiopancreatography (ercp) lithotrispy, therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient injury or harm.